Event description:
Cardiac tamponade, resulting in death. PICC line was inserted via right antecubital fossa and location was confirmed by x-ray. Approx. 3 hours later, when 10 cc of tpn had been administered, the pt arrested and could not be resuscitated. Autopsy showed pericardial tamponade with likely perforation site by the PICC into the anterior right ventricle. Reported by medwatch.